Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23). The customer was called and said the pump failed and heard about a recall. Troubleshooting was performed. The customer was able to clear the alarm and received a request to rewind the pump. The customer was not able to complete the rewind. The customer stated that the display was blank at the time of the call and the contacts on the battery cap were damaged. The customer stated was on a water activity leading up to the event. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thus. A review of the pump history file shows multiple alarms during (B)(6) and (B)(6) 2023, listed below: motor related errors: (B)(6)2023 between 15:34 and 15:56 twelve (12) pump error 37 motor motion alarms. (B)(6)2023 at 15:48 one (1) pump error 38 stuck motor alarm .(B)(6)2023 between 14:08 and 16:07 twelve (12) pump error 43 motor drive error alarms. Rf chip related errors: (B)(6)2023 at 16:57 a pump error 63 (file number = 2005, line number = 9926, variableinfo = 15) alarm and a pump error 4 (linenumber 2727 filenumber 32122) alarm. (B)(6)2023 at 16:08 a pump error 63 (file number = 2005, line number = 9926, variableinfo = 15) alarm . Ram memory corruption: (B)(6)2023 at 16:58 a pump error 23 alarm. (B)(6)2023 between 14:00 and 16:13 eight (8) pump error 23 alarms. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, keypad flex tail, and inside the battery tube. Rust and corrosion were found on the motor, motor home switch, and force sensor. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, broken belt clip rails, cracked battery compartment at the corner of the belt clip rails, stained and faded serial number label, end cap address label faded, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Blank display is not confirmed. Pump error 23, pump error 37, pump error 38, pump error 43, pump error 63, and pump error 4 alarms are all confirmed due to moisture damage on the hardware and a corroded motor home switch. Cosmetic damage on the battery cap is unknown due to the missing battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.